Event description:
Based on additional information received on 14-apr-2017 from the physician, the case initially considered as non-serious was upgraded to serious as the event of adverse event was updated to aspiration of effusion with seriousness criteria as required intervention and the case became valid as the event of adverse event was updated to aspiration of effusion . This unsolicited case from united states was received on 17-jan-2017 from other non-health care professional. This case involves a (B)(6) female patient with unspecified demographics who started treatment with synvisc one and later after 3 weeks had aspiration of effusion the medical history of the patient included depression, hypertensive disorder, anxiety, myocardial infarction and anemia. The concomitant medications of the patient included atorvastatin calcium (lipitor), metoprolol tartrate (metoprolol), hydrochlorothiazide and amlodipine. The patient had no known allergies. No past drugs or concurrent condition was reported. On (B)(6) 2016, the patient received treatment with synvisc one injection, with batch/lot number: 5rse057 and expiration date: dec-2018 (dose, frequency, route: not provided) for osteoarthritis. The patient reported having slight pain after receiving the synvisc one injection. On (B)(6) 2016, after 3 weeks of starting treatment, the patient had aspiration of effusion. The patient was seen in emergency department on (B)(6) 2016. On (B)(6) 2016, the routine culture was done which was negative and fluid analysis was either normal or negative. It was reported that the follow ups were done on (B)(6) 2016. Action taken: unknown. Corrective treatment: aspiration. Outcome: recovered/resolved. A pharmaceutical technical complaint (ptc) was initiated with (B)(4). The production and quality control documentation for lot 5rse057 expiration date (12/2018) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot batch record review & lot frequency analysis for lot 5rse057 no CAPA was required. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. As of 24-apr-2017, there were 6 complaints on file for lot 5rse057: (2) adverse event reports, (1) tip breakage, (1) loose luer-lok hub, (1) missing tip cap, and (1) leaky syringe. Sanofi would continue to monitor complaints determine if a CAPA was required. Seriousness criteria: required intervention. Additional information was received on 23-jan-2017. Global ptc number with results was added and the text was amended accordingly. Additional information was received on 14-apr-2017 from the physician. The case initially considered as nonserious was upgraded to serious as the event of adverse event was updated to aspiration of effusion with seriousness criteria as required intervention and the case became valid as the event of adverse event was updated to aspiration of effusion. The patient demographics were added. The medical history and concomitant medications of the patient were added. The product start date, batch/lot number, expiration date and indication was added. The event details were added. Laboratory data was added. Seriousness criteria for the event was added. Clinical course was updated and text was amended accordingly. Additional information was received on 25-apr-2017. Global ptc number with results was added (with lot number) and the text was amended accordingly.

Event description:
Based on additional information received on 14-apr-2017 from the physician, the case initially considered as non-serious was upgraded to serious as the event of adverse event was updated to aspiration of effusion with seriousness criteria as required intervention and the case became valid as the event of adverse event was updated to aspiration of effusion . This unsolicited case from united states was received on 17-jan-2017 from other non-health care professional. This case involves a (B)(6) female patient with unspecified demographics who started treatment with synvisc one and later after 3 weeks had aspiration of effusion the medical history of the patient included depression, hypertensive disorder, anxiety, myocardial infarction and anemia. The concomitant medications of the patient included atorvastatin calcium (lipitor), metoprolol tartrate (metoprolol), hydrochlorothiazide and amlodipine. The patient had no known allergies. No past drugs or concurrent condition was reported. On (B)(6) 2016, the patient received treatment with synvisc one injection, with batch/lot number: 5rse057 and expiration date: dec-2018 (dose, frequency, route: not provided) for osteoarthritis. The patient reported having slight pain after receiving the synvisc one injection. On (B)(6) 2016, after 3 weeks of starting treatment, the patient had aspiration of effusion. The patient was seen in emergency department on (B)(6) 2016. On (B)(6) 2016, the routine culture was done which was negative and fluid analysis was either normal or negative. It was reported that the follow ups were done on (B)(6) 2016. Corrective treatment: aspiration. Outcome: recovered/resolved. A pharmaceutical technical complaint (ptc) was initiated with (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria: required intervention additional information was received on 23-jan-2017. Global ptc number with results was added and the text was amended accordingly. Additional information was received on 14-apr-2017 from the physician. The case initially considered as nonserious was upgraded to serious as the event of adverse event was updated to aspiration of effusion with seriousness criteria as required intervention and the case became valid as the event of adverse event was updated to aspiration of effusion. The patient demographics were added. The medical history and concomitant medications of the patient were added. The product start date, batch/lot number, expiration date and indication was added. The event details were added. Laboratory data was added. Seriousness criteria for the event was added. Clinical course was updated and text was amended accordingly.